Event description:
Information received by medtronic stated that the customer received a critical pump error 24 and also a crack on the front and backside of the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed but issue was not resolved. Customer will discontinue using the device. A replacement process was initiated for the serialized device and the product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed displacement test and active current test. Pump fails sleep current test. Pump fails self test due to pump error 75. Successfully downloaded history files and traces using thus. Received pump error 24 during analysis. Confirmed pump error 75 on (B)(6) 2022 at 08:51:17.000. The following power alarms/alerts were noted on event date: replace battery alert [73] on (B)(6) 2022 at 18:00:00.000, replace battery now alarm [11] on 07/10/2022 at 18:31:00.000, power loss alarm [6] on (B)(6) 2022 at 18:43:27.000. The power management tool confirmed indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) due to moisture damage. Test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, and battery tube. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, peeling serial number label, and faded end cap address label. Cosmetic damage confirmed at the battery side of case. Pump error 24 and pump error 75 confirmed due to moisture damage. Moisture damage was confirmed on pcba 1, pcba 2, and battery tube. High sleep current due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.